Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: hm342r27h tissue valve, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to a number of short interval counts (sic). There has been some noise and t-wave oversensing (twos). The lead was previously reprogrammed due to undersensing and remains in use with further reprogramming options discussed. No patient complications have been reported as a result of this event.